Manufacturer narrative:
Visual inspection of the returned abutment revealed evidence of discoloration identified on the surface of the abutment. Scratches remained on the body of the abutment and the fingers of the abutment appeared bent when visually compared to the drawing. Although damage to the fingers of the abutment has been identified through visual inspection; the abutment was seated onto a mating implant without difficulty. The implant and healing abutment have not been provided for review, nor has the healing abutment catalog reference been provided. Neither the healing abutment nor the implant is thought to be contributing causes of this event based on the information provided. The dimension of the hex across the flats have been measured and found to be conforming when compared to the drawing. Complaint history and device history record review of non-conformance did not provide any indication of a manufacturing deviation. A definitive root cause has not been determined.

Manufacturer narrative:
(B)(4).

Event description:
The dentist reported that the abutment would not seat on the implant and the surgeon performed an additional incision to facilitate seating the abutment.